Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: the pump black box showed evidence of power events on (B)(6) 2014. The pump battery compartment was observed to be cracked, the pump battery compartment and cap threads were damaged, and there was evidence of moisture in the battery compartment. The pump powered on with the returned battery cap and the pump was exercised for 24 hours without power loss or alarms duplicated. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the complaint, the display screen was observed to be dim and discolored during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue; during troubleshooting, the battery compartment was noted to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.